Manufacturer narrative:
Submit date: 3/19/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that enteral access tube was placed in left nare and the stylet was left in until the placement was confirmed. After x-ray was confirmed, the user attempted to remove the stylet but it wouldn¿t come out. The charge nurse attempted to remove the stylet but she was unable to. As a result, another tube needed to be placed.

Manufacturer narrative:
Based on additional information received, this report was deemed a duplicate report of 9612030-2018-00037. The complaint will be closed accordingly and the investigation results will be submitted under 9612030-2018-00037. If information is provided in the future, a supplemental report will be issued.